Manufacturer narrative:
Additional information on initial report: b.3 & d.11.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿taxol chemotherapy infusion ran three hours longer then it was supposed to. Infusion started at 1525 and was supposed to run for 24 hours. Infusion did not complete until 1845 the next day."an incomplete date of event of xx-apr-2020 was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, additional patient demographics were not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿taxol chemotherapy infusion ran three hours longer then it was supposed to. Infusion started at 1525 and was supposed to run for 24 hours. Infusion did not complete until 1845 the next day." An incomplete date of event of (B)(6) 2020 was provided.